Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient presented to the hcp with gastroparesis symptoms again for the past year prior to the report. The symptoms were progressively getting worse, resulting in multiple hospitalizations for the patient. Per the hcp, nothing had been changed with the implanted neurostimulator (ins) since it was implanted. The patient was being released on the day of the report and was getting set up with a gastroenterologist. No device issues or further complications were reported or anticipated.